Event description:
It was reported the patient received the following results on (B)(6) 2019 within 10 minutes: 389 mg/dl and 105 mg/dl. It was also reported the patient received the following results on (B)(6) 2019 within 10 minutes: 389 mg/dl and 146 mg/dl.